Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012240289); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve, moderate/severe paravalvular leak (pvl) was observed. Subsequently, a post-implant bav was performed using a 24 millimeter (mm) non-medtronic balloon while the patient was rapidly paced. Prior to complete deflation of the post-implant bav, the valve dislodged a few millimeters above the native annulus. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 1 mm, and the implant depth on the left coronary cusp (lcc) was 4 mm. After valve dislodgement, the valve implant depth on the ncc was -3 mm, and the implant depth on the lcc was 2 mm. Additionally, the pvl appeared to have worsened, and an unspecified conduction disturbance was observed. Subsequently, a second transcatheter valve was successfully implanted valve-in-valve at a depth of 4 mm on the ncc, and 5 mm on the lcc. Following the implant of the se cond valve, trace/mild pvl was observed that was acceptable, and no further issues occurred. Per the physician, the post-implant bav contributed to the dislodge. It was noted that a 30 minute procedural delay occurred as a result of the dislodge.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve, moderate/severe paravalvular leak (pvl) was observed. Subsequently, a post-implant bav was performed using a 24 millimeter (mm) non-medtronic balloon while the patient was rapidly paced. Prior to complete deflation of the post-implant bav, the valve dislodged a few millimeters above the native annulus. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 1 mm, and the implant depth on the left coronary cusp (lcc) was 4 mm. After valve dislodgement, the valve implant depth on the ncc was -3 mm, and the implant depth on the lcc was 2 mm. Additionally, the pvl appeared to have worsened, and an unspecified conduction disturbance was observed. Subsequently, a second transcatheter valve was successfully implanted valve-in-valve at a depth of 4 mm on the ncc, and 5 mm on the lcc. Following the implant of the se cond valve, trace/mild pvl was observed that was acceptable, and no further issues occurred. Per the physician, the post-implant bav contributed to the dislodge. It was noted that a 30 minute procedural delay occurred as a result of the dislodge. Additional information was received indicating that the valve was deployed bottom of pigtail over an extra small non-medtronic guidewire. Per the physician, a large chunk of calcium extending into the left ventricular outflow tract contributed to the dislodge.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.